Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle hub on the bd phaseal¿ protector (p55) was damaged during use when connecting it to a vial. The following information was provided by the initial reporter, translated from (B)(6) to english: "when trying to attach protector p55 to a vial, hcp found that p55 plastic needle hub was almost broken. We are required to check this incident. Customer definitely stated that this was not an incident caused by forcefully applying the needle to other parts than the rubber cap."

Event description:
It was reported that needle hub on the bd phaseal¿ protector (p55) was damaged during use when connecting it to a vial. The following information was provided by the initial reporter, translated from japanese to english: "when trying to attach protector p55 to a vial, hcp found that p55 plastic needle hub was almost broken. We are required to check this incident. Customer definitely stated that this was not an incident caused by forcefully applying the needle to other parts than the rubber cap."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visually inspecting the product, the spike is properly fixed to the protector housing, however, the tip of the spike is observed to be bent. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. The assembly process was reviewed and it was identified the type of damage observed on the protector may occur as a result of a blockage in the feeder to the assembly machine or during the transfer of product between different machine plates. As the lot involved in this incident was unknown, a device history review could not be performed, therefore a definitive root cause could not be identified.